Manufacturer narrative:
Approximated based on the month and year the first procedures were performed. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Literature source: shah, r., shah, j., waxman, I., kowalski, t., sanchez-yague, a., nieto, j., brauer, b., gaidhane, m., kahaleh, m. Safety and efficacy of endoscopic ultrasound-guided drainage of pancreatic fluid collections with lumen-apposing covered self-expanding metal stents. Clinical gastroenterology and hepatology 2015;13:747-752. Http://dx.doi.org/10.1016/j.cgh.2014.09.047. Patient code (B)(6) captures the reportable event of fever. Patient code (B)(6) captures the reportable event of abdominal pain. Patient code (B)(6) captures the reportable event of infection. Impact code f23 is being used to capture the reportable additional intervention of percutaneous and surgical debridement. Imdrf device code (B)(4) captures the reportable event of stent positioning issue. Imdrf device code (B)(4) captures the reportable event of stent obstruction within device. Imdrf device code (B)(4) captures the reportable event of stent migration.

Event description:
Boston scientific became aware of events involving a 10mm x 10mm and 15mm x 10mm axios stent and delivery system through the article "safety and efficacy of endoscopic ultrasound-guided drainage of pancreatic fluid collections with lumen-apposing covered self-expanding metal stents" by dr. Raj j. Shah, et al. 18 of the 10mm x 10mm axios stents and 12 of the 15mm x 10mm axios stents were used during the study and were implanted in 30 patients to treat symptomatic pancreatic pseudocysts and walled-off necrosis (>6cm with >70% fluid content) during stenting procedures performed between (B)(6) 2011 and (B)(6) 2013. According to the literature, 2 patients encountered unsuccessful stent deployment due to stent malposition. One patient was unable to be evaluated due to pseudoaneurysm and for the rest of the 29 patients, the axios stent remained implanted for 31 days in 20 patients while 67 days in 9 patients. Three patients had debris which resulted to partial occlusion at 30 days or earlier after placement. One patient required stent removal at 21 days due to partial debris occlusion. Another patient with severe necrotizing pancreatitis had their axios stent dislodged inadvertently during debridement performed at 18 days. Subsequently, the patient underwent both percutaneous and surgical debridement and is clinically well 30 months after enrollment. Furthermore, 1 patient encountered spontaneous stent migration at 43 days due to an unknown cause. Eleven patients with won underwent a total of 22 direct endoscopic debridement sessions through the indwelling axios stent. Subsequently, pfc resolution was achieved in 10 patients. Of the 22 debridement procedures performed, 7 procedures were performed as 3 patients presented with fever, 4 patients presented with abdominal pain, and 2 patients presented with infection. During subsequent endoscopies, 3 patients had plastic stents placed through the axios stent for the treatment of a collapsed pseudocyst wall into the distal end of the axios stent before complete drainage; treatment of axios stent dislodgment after debridement; and treatment of partially occluded axios stent due to necrosis. Lastly, of the 29 patients, 10 patients had repeat endoscopic interventions.